Event description:
(B)(4). I have been.having really bad pelvic pain, also back pain really bad head aches sex also hurts and my menstrual sexual has been horrible not every month but some months are so bad no matter what I use I bleed threw!!! This is horrible